Event description:
It was reported that the patient had increase in pain. The patient needed oral morphine for pain control. It was unknown what the cause of the event was. Logs were checked. A motor stall recovery occurred on (B)(6) 2015 at 09:45. A motor stall occurred on (B)(6) 2015 at 18:23, "stopped pump period may exceed tube set" message occurred on (B)(6) 2015 at 18:23, motor stall recovery occurred on (B)(6) 2015 at 20:46. A motor stall occurred on (B)(6) 2015 at 02:32 with motor stall recovery occurred on (B)(6) 2015 at 11:41. A motor stall occurred on (B)(6) 2015 at 10:25 with motor stall recovery occurred on (B)(6) 2015 at 23:12. A motor stall recovery occurred on (B)(6) 2015 at 15:40 with motor stall recovery occurred on (B)(6) 2015 at 13:23. A motor stall occurred on (B)(6) 2015 at 03:07 with motor stall recovery occurred on (B)(6) 2015 at 12:14. A motor stall occurred on (B)(6) 2015 at 18:34 with motor stall recovery occurred on (B)(6) 2015 at 15:13. A motor stall occurred on (B)(6) 2015 at 20:07 with motor stall recovery occurred on (B)(6) 2015 at 11:10. The logs sent were blurry but it showed that at some date a stopped pump duration may exceed tube set message occurred. It also showed multiple motor stall with recoveries. The patient was given oral morphine prescription. Replacement surgery was scheduled. The pump system was explanted and replaced on (B)(6) 2015. The patient's status was alive-no injury." The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent)

Manufacturer narrative:
Analysis of the pump, model# 8637-20, sn (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft-bearing. There was also a ruby bearing anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n177541034, implanted: (B)(6) 2008, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).